Event description:
Following a successful implant it was noted the sn use by date had passed by 32 days. The sensor was calibrated and functioned with no issues.

Event description:
Following a successful implant it was noted the guidewire serial number use by date had passed by 32 days. The procedure was successful and the sensor was calibrated and functioned with no issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed and there are no non-conformances related to the reported issue and batch. Per the cardiomems hf system user¿s manual, la-400275-g or equivalent, directs the physician to ¿inspect the package carefully before opening and check the use by date on the product label."